Event description:
A veran representative was on-site when the following event occurred. The sys-0185 (spin planning laptop workstation) was described as running slow during a procedure. After troubleshooting steps were performed, it was observed that the central processing unit (cpu) was functioning at a low percentage. The procedure was able to be completed after a 45-minute delay. There was no impact on the patient due to the extended procedure time. Although there was no patient injury or impact, this event is being reported due to the 45-minute delay while the patient was under anesthesia.

Manufacturer narrative:
The planning laptop was replaced with a newer model at the facility to address the issue. D9:the device is not available for evaluation, as it was scrapped upon return to veran. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.